Event description:
The reporter stated the surgeon attempted to insert a (B)(4) collamer single piece lens but the lens tore coming out of the injector. The reporter stated it was unknown if there was any patient contact.

Manufacturer narrative:
(B)(4). Results - visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions - (no conclusions can be drawn) based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation. (B)(4).